Manufacturer narrative:
The service rep reseated the pcbss and checked the power. The system operated as intended.

Event description:
It was reported that the 9800 system locked up during a case. Another c-arm had to be brought in to complete the case. No pt injury.